Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic abscess ('pelvic abscess post hysterectomy') in an adult female patient who had essure (batch no. Ess305c2- inv) inserted for female sterilisation. The patient's medical history included breast pain, irregular periods, uterine fibroid, uterine bleeding, pelvic pain, endometriosis, grand multiparity, human chorionic gonadotropin negative, vaginal bleeding, postoperative fever and menorrhagia. Previously administered products included for an unreported indication: depo-provera, ferrous sulfate, levaquin, percocet, flagyl and IV antibiotics. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria hospitalization and medically significant). The patient was treated with surgery (total abdominal hysterectomy with a bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and pelvic abscess outcome was unknown. The reporter considered pelvic abscess and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 4-jan-2021: update of information (batch is not valid.) Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic abscess ('pelvic abscess post hysterectomy') in an adult female patient who had essure (batch no. Ess305c2- inv) inserted for female sterilisation. The patient's medical history included breast pain, irregular periods, uterine fibroid, uterine bleeding, pelvic pain, endometriosis, grand multiparity, human chorionic gonadotropin negative, vaginal bleeding, postoperative fever and menorrhagia. Previously administered products included for an unreported indication: depo-provera, ferrous sulfate, levaquin, percocet, flagyl and IV antibiotics. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria hospitalization and medically significant). The patient was treated with surgery (total abdominal hysterectomy with a bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and pelvic abscess outcome was unknown. The reporter considered pelvic abscess and pelvic pain to be related to essure. Lot number reported (ess305c2) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic abscess ('pelvic abscess post hysterectomy') in an adult female patient who had essure (batch no. Ess305c2) inserted for female sterilisation. The patient's medical history included breast pain, irregular periods, uterine fibroid, uterine bleeding, pelvic pain, endometriosis, grand multiparity, human chorionic gonadotropin negative, vaginal bleeding, postoperative fever and menorrhagia. Previously administered products included for an unreported indication: depo-provera, ferrous sulfate, levaquin, percocet, flagyl and IV antibiotics. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic abscess (seriousness criteria hospitalization and medically significant). The patient was treated with surgery (total abdominal hysterectomy with a bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and pelvic abscess outcome was unknown. The reporter considered pelvic abscess and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 29-dec-2020: mr received: "previously reported event medical device removal replaced with pelvic pain". Reporter, lot number, medical history and historical drug added. New event added-pelvic abscess. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy with a bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.